Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited undersensing of ventricular fibrillation (vf). The ventricular fibrillation (vf) was not converted; hence the patient was externally shocked. The therapy was delayed for 30-60 seconds. This device was reprogrammed. This device remains in service. No additional adverse patient effects were reported.